Manufacturer narrative:
The occupation of the complainant was not provided. The product has been identified as a potential affected product in an ongoing class ii recall; therefore no further evaluation is necessary.

Event description:
A complainant alleged unit overheated several times and cartridge of gutta percha exploded because of the excessive heating.